Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips remote service engineer inspected the system remotely and confirmed that the system was not starting. Upon troubleshooting actions, rse rebooted the system, but issue persist. No service has been performed by philips since the onsite service quotation was cancelled because the work order was created in error. The issue was addressed in another case where an ethernet switch was replaced. After replacement, the system was returned to use in good working order.